Event description:
Info received indicates the casters are not holding when in brake.

Manufacturer narrative:
The tech found the brake/steer mechanism assembly was broken. The tech replaced the brake/steer mechanism assembly to repair the bed.